Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a faulty power supply. There was no reported pt involvement/adverse pt impact.